Manufacturer narrative:
No date of implant or lot info was given at time of report.

Event description:
The pt was injected in a undisclosed site. The pt allegedly developed "hard knots". Extraction of the knots have been attempted. The pt has been on antibiotics for three weeks.